Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began dianeal pd2 ultrabag therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. A peritoneal effluent analysis and culture were not performed, and the patient was not hospitalized for the event. On (B)(6) 2011, the patient received a loading dose of vancomycin (1 gm, ip) and began remedial therapy with fortum (1 gm, once daily, ip) and heparin (2000 iu, once daily, ip). Dianeal pd2 ultrabag therapy was ongoing, as was remedial therapy with fortum and heparin. It was unknown whether the peritonitis resolved. The nurse reported that the event was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.